Event description:
Clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced diffuse in-stent restenosis. The 80% stenosed target lesion being treated was located in the mid left anterior descending (lad). The physician successfully performed a percutaneous coronary intervention (pci) with a 2.75x16mm taxus liberte stent. At 194 days post procedure, the patient experienced 70% restenosis of the mid lad. The patient underwent a pci with placement of a non-bsc stent. Post treatment stenosis was 0% with timi-3 flow. Post treatment visual inspection revealed 0% stenosis. The patient outcome was resolved and discharged on asa (aspirin) and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.